Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly after the original implant. The physician tried to troubleshoot, but was unable to resolve the issue. The ipp was explanted and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Updated fields b3 date of event, b5 describe event, and h6 device codes.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) not working properly after the original implant. The physician tried to troubleshoot, but was unable to resolve the issue. The ipp was explanted and replaced with a new ipp. Upon explant, the physician attempted to apply pressure to the cylinder, but it did not expand properly. No patient complications were reported.